Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-jul-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the console screen had been red. The field service engineer (fse) found that pyxis was not communicating, and patients were not crossing over. The fse deleted bloated messages; or4 had over 40,000 messages. Or4 was off, and the customer was informed that or4 should remain on or be placed out of service if not in use. The customer verified that patients were crossing over successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000, console screen was red and meditech was not linking to pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.